Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through troubleshooting steps, but the pump did not respond. Customer reverted to an alternate method of insulin delivery.